Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have tachy therapy deactivated due to unknown reasons. No adverse patient effects were reported. At this time, this device remains in service.